Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen was reported to have digits on the display that were not complete. This humapen memoir burgundy pen was associated with product complaint (B)(4), lot 0910c02. The returned device was found to have part of the stripe in the dose display digits missing. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on 07-oct-2010. The humapen memoir burgundy pen was not continued. Update 29-oct-2010: additional information received on 27-oct-2010 from the global product complaint database added the device specific safety summary; updated the EU/ca fields and the narrative.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen was reported to have digits on the display that were not complete. This humapen memoir burgundy pen was associated with product complaint 1454394, lot 0910c02. The returned device was found to have part of the stripe in the dose display digits missing. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(6) 2010. The humapen memoir burgundy pen was not continued.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the caller reported that the digits in the humapen memoir display were not complete. The device was returned for investigation (lot 0910c02, manufactured october 2009). The detailed investigation identified missing segments in the dose numbers. The root cause is a deficient bond between the cable and the lcd glass during assembly. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action deficient bond - a specific corrective action has not yet been implemented. However, an investigation has been initiated to evaluate different options to reduce the occurrence of deficient bonds. Improper use and storage - there is no evidence of improper use or storage.